Manufacturer narrative:
The field service engineer changed the photomultiplier tube and ran system checks and performance testing.

Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on the available data, a general reagent issue could be excluded. The customer reported the issue was resolved after performing maintenance on the instrument. The investigation found the maintenance performed by the customer indicates contamination of the measuring cell due to pre-analytical sample handling.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable elecsys troponin I stat immunoassay results for one patient sample from the cobas 6000 e 601 module. The initial result was 0.143 ng/ml. The repeat results from a cobas e411 were 0.205 ng/ml and 0.218 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 501356. The expiration date was requested but was not provided.